Event description:
It was reported that cartridge alarm 30 occurred during cartridge loading, and caller confirmed waiting for prompts and that issue did not cause customer¿s blood glucose level to exceed stated limits. There was no adverse impact to the customer¿s blood glucose level. Customer initially relied on multiple daily injections until supplies were available, then loaded new cartridge, confirmed no further alarms and no entries in pump history, and resumed normal pump use after technical support explained that original cartridge did not vent properly and closed the case.